Manufacturer narrative:
On 7/26/2019, additional information was reported indicating the patient experienced additional symptoms including calcified right breast cells, muscle weakness, legs / hips / feet, joint pain in both hands, unusual tiredness, difficulty in concentrating, short-term memory loss, buzzing/flickering in both ears, slow healing of wounds, fragility of the neck/shoulders/arms, swelling around the eyes, slowness after activity, fragile digestive system, sore throat, frequent intestinal bloating, chronic rhinitis, scraping of throat (presence of mucus), and some symptoms approaching fibromyalgia. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an unspecified procedure with mentor saline breast implants (a saline mentor smooth round high profile 270cc and an unspecified mentor saline breast implant, sides unknown) and experienced right breast pain, heart palpitations, hoarse throat, cold hands and feet, dehydration, frequent urination, pigmentary spots in the face, pain in the right lung, itchiness, muscular and articular pains, pain in right ear, pain in right arm and shoulder, neck and back pain, low energy, non-restorative sleep, fragile liver, hormonal imbalance, high testosterone, arthritis, and dry eyes. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the unknown device.